Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the black sheath separated from the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of rx tunnel detached. Block h10: investigation results: a visual examination of the returned complaint device found that the rx tunnel was detached and was not returned. The reported event was confirmed. No damages were found on the balloon. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. The problem is likely due to factors encountered during the procedure, such as handling of the device, technique used by the physician and normal procedural difficulties encountered during the procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the black sheath separated from the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.